Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation the left ventricular lead exhibited high thresholds due to lead dislodgement. The lead was successfully repositioned.